Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to distal stent rows 11,15 and 22-24 with stent struts lifted and bent in a distal direction. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 153 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2018. A 2.25 x 28 synergy¿ drug-eluting stent was received with no reported issues. However, upon review of the device, a damaged stent was noted.